Event description:
During laparoscopic cholecystectomy, grasping forcep was moved to secondary location down on the neck of the gallbladder and, when grasping gallbladder, the forceps separated. Upon bringing forceps out, there was one piece missing. Abdomen was x-rayed and showed a piece of the grasping forceps in the right upper quadrant of the abdomen. A considerable amount of time was spent looking for the missing piece of the instrument and was not able to locate. Once gallbladder completely removed, again inserted trocar in the epigastric port and a pnuemoperitoneum was achieved. Continued to flush upper right quadrant, yet could not find the piece of the grasping forcep. Trocar was removed under direct vision.